Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during patient use on a homecare patient, a ventilator generated a high minute volume alarm and a high respiratory rate (polypnea) alarm. The circuit was replaced but the reported condition did not change. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). Although medtronic was not authorized to conduct a failure investigation, the third party returned a solenoid valve. Investigation was performed and root cause could not be identified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.